Event description:
It was reported that immediately after opening the package, the customer noticed the white component (a wiper seal) was broken. No patient injury was reported.

Manufacturer narrative:
One sample received without the original open packaging. The sample was visually inspected at a distance of 12 to 24 inches under normal conditions of illumination. The sample presented with a broken collet component. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. The most probable root causes is: the collet became damaged after the product leaving manufacturing facilities. D5 was unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).